Event description:
It was reported that the capsurefix novus 5076 technical manual (B)(4), shows incorrect fluoroscopy helix indicators in figures seven and eight on page eight. There were no product performance issues with the lead and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.